Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient stated that the previous evening at around 7:00 pm they changed their pod and went to have dinner. The patient reported after having dinner their blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl), and then over a 4-hour period the pod administered 60 units of insulin but little to none had been delivered into their body. The patient had gone to sleep and upon waking in the morning, they noticed that the pod had given another 40 units of insulin, but they do not believe the insulin was delivered. The patient further reported that their bg levels had dropped to 18mmol/l (324 mg/dl) that morning, but they are still high. The patient did not observe visible insulin leaking while the pod was on; however, after removing the pod, they noticed that their skin was wet and smelled like insulin. The patient stated they were able to see the cannula after removal and believe it may not have been properly inserted. The pod had been worn on their arm for between 4 and 24 hours.